Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). One (1) photo of the failed device was received for evaluation. The picture received shows that the male luer of the pump set broke off into the caresite. Due to this complaint and other confirmed complaints of leakage, b. Braun medical has initiated a corrective action/preventative action (CAPA (B)(4)) to address issues of this nature involving the caresite luer access device and "caresite broken connector" defects. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). One (1) photo of the failed device was received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: (B)(4) IV pump set's male luer end broke off into caresite lad. It resulted in leaking chemotherapy. No injury.